Manufacturer narrative:
Litigation papers allege patient underwent a right hip revision surgery due to a loose right acetabulum with periarticular synovitis, debilitating pain, chronic inflammation and elevated cobalt and chromium in her blood plasma. Post-operatively, patient suffered from severe nausea, vomiting and anemia, which required multiple blood transfusions. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised for loose cup. Medical records rec'd. The revision operative report indicated small cystic changes in the acetabulum and synovitis. During synovectomy, the synovium was noted to be thickened with evidence of chronic inflammation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.